Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra 2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that they did not know when the alleged product issue occurred, how the patient manages their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reportedly developed the symptoms of tired and lethargic an unspecified period of time after the alleged product issue occurred, however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.